Manufacturer narrative:
The device (tb-0535fc type s with the lot # pw305504 imprinted on the handle) was returned for evaluation due to ¿probe damage error." To perform functional check, the device was attached to a known good test transducer and the usg-400/esg-400 generators. The probe check was performed, and the device failed the probe check with error code ¿u509-ultrasound level error¿ displayed on the usg-400. The reported device error complaint was confirmed. Furthermore, a visual inspection was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found to be slightly worn, melted at tip, but still attached to jaw with no metal exposed. The probe was inspected under a microscope and found a hair line crack at its proximal end. There is also a small scratch mark on the jaw¿s gold color insulation. However, both switches were checked and found to be functional. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load is normal. The rotation of the knob torque was normal and smooth. The probe and grasping section are in good alignment. Based on the investigation findings and similar reported events, the damaged probe failed the probe check and generated the error code u509 on the usg-400. The probe may have contacted a hard metallic surface during use, or excessive load and stress applied to the probe causing the probe to crack or broke off. The instruction for use warns to use the thunderbeat device properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.

Event description:
The user facility reported that during a laparoscopic hysterectomy the hand-piece was plugged in and during coagulation there was a probe damage error. There was no visual damage to the device and the device was inspected prior to use with no anomalies noted. The intended procedure was completed with no reports of patient injury.